Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Pressure testing and clear passage testing determined that the device was within specification. The device passed functional testing with no issues noted. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector was clogged with blood and the nurse was unable to push or pull the blood through. This event occurred during infusion. There was patient involvement reported; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). . The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.